Event description:
Consumer called to report their meter is running too high or too low and does not compare to the way they feel. Ran a comparison on their other meter. Analysis run on clark error grid using comparison reading (56) as ref point vs bd readings (80) yielded data points in the d range of the grid, outside acceptable limits.